Event description:
Surgeon was using the sonicision. Instrument was getting warm but was not cauterizing tissue properly. Opened a new sonicision and the malfunctioning product was taken off the field.